Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2018 the patient reported that she had a ¿very bad problem¿ where she ¿almost died¿ with her pump. The ¿tube in the front of the pump mechanism disconnected and all the morphine was going into her¿. She had ¿very bad morphine withdrawal¿ and was rushed to the hospital where they induced her into a 1.5 day coma. The patient guessed that the event happened 4 years ago. The pump was removed 3 years ago. No further complications have been reported as a result of this event.